Manufacturer narrative:
Calibration and quality controls were acceptable. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was noted that the centrifugation time was 5 minutes. It was noted that 10 minutes centrifugation time is standard. The shorter timeframe can lead to incomplete gel separation. This can cause gel particles or fibrin strands to either partially clog the sample probe and lead to pipetting issues or stick to the outside of the sample probe tip causing additional specimen droplets to be transferred into the cuvette. Based on the available data, the most likely root cause is related to a pre-analytic issue.

Event description:
The customer complained of erroneous results for 1 patient sample tested for bilirubin direct (bil-d). The erroneous result was reported outside of the laboratory. The initial bil-d result was 2.820 mg/dl. This result was reported outside of the laboratory. The sample was repeated twice on 06/15/2015 with results of 0.201 mg/dl and 0.172 mg/dl. No adverse event occurred. The bil-d reagent lot number and expiration date were not provided.

Manufacturer narrative:
This event occurred in (B)(6).